Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check cardiosave intra aortic balloon pump (iabp) had internal communication failure occurred. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the machine and found machine giving internal communication failure and also displaying atmospheric transducer failure. Calibrated the 30 psi pressure calibration and checked functionally found ok. Handed over the machine in good working condition.

Event description:
N/a.